Event description:
The MFR received info alleging there was a fault with a ventilator's interface board. There was no harm or injury reported. During the eval of the device at the third party service center, an issue related to the interface board was observed. The device's interface board was replaced to address the issue.

Manufacturer narrative:
This report is being submitted as part of a program to retrospectively review possible device malfunctions that did not involve any injury, to determine whether they are reportable under 21 cfr part 803 and the MFR's updated reporting procedures. This program is being undertaken to address FDA warning letter 12-phi-01.